Event description:
A peritoneal dialysis pt has reported that she was unable to connect to the dialysis treatment set. The connector appeared to be incorrectly threaded. There is no report of a pt injury. There is no sample available.